Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to poor threshold and when the helix was tried to be retracted, the helix could not be returned by about one turn. When the helix was removed and checked, it was confirmed that the helix was deformed. A new lead was implanted. No adverse patient effects were reported.